Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000155982.

Event description:
Additional information indicates that the patient experienced ineffective therapy due to lead migration.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following multiple falls, one of the patient's leads was confirmed through x-ray imaging to have migrated. As a result, surgical intervention was undertaken on (B)(6) 2026, wherein the lead was explanted to address the issue. It is unknown which lead migrated.